Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a higher anterior resection when the anvil and the stapler were tightened, and green mark was indicated once, and safety was functional. After that, the intestinal tract was found to be twisted, the product was rotated slightly in the open direction and the twist issue was solved. When the doctor tried to tighten the product again, the anvil was found to be tilted and it was in the condition that unable to tighten the product properly. The tilt issue was solved by pressing with forceps, attachment was performed, and firing was performed. The surgical time was extended by less than 30 min. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscopic examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.